Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's nurse stated, that the customer was hospitalized due to low blood glucose. The blood glucose reading was not reported. Troubleshooting was performed and the settings on the insulin pump were correct. The nurse stated, that the customer inserted the reservoir into the insulin pump incorrectly during a set change, and that during insulin delivery the customer twisted and pushed the reservoir into the insulin pump, causing the over-delivery of insulin. The insulin pump passed the displacement test. Nothing further was reported.